Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented at one day post op with striae in both eyes (ou). The flaps were refloated and stretched to resolve the striae reported. Post op visual acuity sans correction (vasc) as of (B)(6) 2015: 20/20 ou